Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported through a regulatory agency a "grade 4 capsular contracture: the breast is very hard, deformed, and painful to the touch", "intracapsular rupture", " silicone perspiration", "deflation", "color changes" in the implant, "folds, ripples and rotation". This record is for the right side. The device was explanted.